Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) for evaluation and is currently being returned to the manufacturing facility located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4)that system fault messages were observed on an astral device indicating that the outlet pressure measurement may be incorrect. This resulted in an alarm which notified the caregiver of the error messages and device restart. The caregiver placed the patient on a back-up ventilator. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by the design house in (B)(4). The reported system faults 101, 218, and unexpected restart were all confirmed through review of the device logs. The investigation determined that the system faults and device restart were due to a faulty inspiratory flow sensor. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).